Event description:
Customer reportedly noted a build up of peep pressure. There was no reported pt injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.

Manufacturer narrative:
Pt info has been requested from the hosp; however, to date, no info has been rec'd.